Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate ii left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. (B)(4) will not be returned for evaluation, per the account. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced hemorrhagic shock with right ventricular failure. The patient ultimately passed away on (B)(6) 2021. The death was not considered to be device related. The device operated as expected.